Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that posiflush syringes have inaccuracy reading when used with the syringe pump. The 3 ml and 5 ml flush syringes read as if they are 10 ml syringes and do not infuse the entire volume, leaving 1-2 cc in the syringe.

Event description:
It was reported that posiflush syringes have inaccuracy reading when used with the syringe pump. The 3ml and 5 ml flush syringes read as if they are 10ml syringes and do not infuse the entire volume, leaving 1-2 cc in the syringe.

Manufacturer narrative:
The reported event involving a syringe module ¿that posiflush syringes have inaccuracy reading when used with the syringe pump¿ could not be confirmed. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. N/a ¿ logs were not provided for a detail analysis of the reported event. Syringe module was not returned, therefore testing could not be performed to identify root cause. The root cause could not be determined since the source syringe module / syringes were not returned for this investigation.